Event description:
A surgeon inserted (1104g) fiberoptic cable from a subdural post craniotomy icp monitoring kit which was not recognized by the camino monitor. A second camino monitor was used with the same result. The functioning of the monitor was checked with a new catheter in a nonsterile area with no pt contact and the unit worked. A third 1104g catheter was used on the same pt and the intracranial pressure registered. However, the catheter only registered readings for three days. There was a surgical delay of 30 mins. The pt did not incur an injury as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.